Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5x23mm xience pro a stent could not be implanted in the vessel. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the heavily calcified right coronary artery. A 3.5x23mm xience pro a stent delivery system (sds) failed to cross due to the anatomy. There was no attempt to deploy the stent, and a non-abbott stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery causing the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: code 3270 removed